Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery-enhanced delivery system through the article "a case of a lumen apposing metal stent (lams) placed in a pancreatic pseudocyst getting lost inside the cyst", by dr. (B)(6), et al. According to the article, a 15 mm x 10 mm lams was implanted to treat an infected pancreatic pseudocyst during an endoscopic pancreatic cyst drainage with endoscopic ultrasound-guided choledochoduodenostomy (eus-cds) procedure performed in july. On the 17th day post-operation, a computed tomography (CT) scan was performed and confirmed the cyst had shrunk significantly. On the 22nd day post-operation, the patient was admitted to the hospital for lams removal. During the endoscopy procedure, the lams could not be seen in the gastric lumen. It was confirmed that the lams had completely penetrated into the reduced cyst. A guidewire was placed inside the cyst and the fistula was dilated with a balloon, and the lams was successfully removed from the patient using an alligator-mouth forceps. There were no patient complications after stent removal, and the pseudocyst has not recurred.

Manufacturer narrative:
Block a2: the exact age is unknown; however, it was reported that the patient was in his 50s. Block b3: the exact event onset date is unknown. The provided event date of (B)(6)2023, was chosen as best estimate based on the month and day the stent was removed. Block d4; h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: takumi n., et al. "A case of a lumen apposing metal stent (lams) placed in a pancreatic pseudocyst getting lost inside the cyst." Progress of digestive endoscopy 2022: 102(suppl.) P.s133 block h6: imdrf device code a010402 captures the reportable event of stent migration.